Event description:
During decortication of the sacroiliac joint, the tip of the cutting element had broken off inside the joint. The surgeon reported the joint was more sclerotic than usual. Removal of the tip was attempted, but unsuccessful. No patient-related adverse effects were reported.